Event description:
It was reported by the account that during a left thoracoscopy/lung biopsy the device stapled, but did not cut. It is unknown how the case was completed and there was no patient consequence.